Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During setup for cardiopulmonary bypass, the user observed the arterial monitor was not displaying the temperature readings. The procedure concluded without incident. There were no reported adverse consequences to the pt as a result of this event.